Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ right coil had migrated into the pelvis'), device breakage ('tiny piece of the essure coil noted on the left pelvic sidewall/ fragments of wire') and embedded device ('majority of the migrated coil then was imbedded into the omentum') in an adult female patient who had essure (batch no. 774397) inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2011. Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device breakage and embedded device outcome was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received. Lot number & reporter added. Case became medically confirmed. New events added- device breakage, embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ right coil had migrated into the pelvis'), device breakage ('tiny piece of the essure coil noted on the left pelvic sidewall/ fragments of wire') and embedded device ('majority of the migrated coil then was imbedded into the omentum') in an adult female patient who had essure (batch no. 774397) inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device breakage and embedded device outcome was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm the complaint most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case become valid and serious incident. Previous reported event my essure failure in 2011 was updated to migration. Essure implant and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.